Manufacturer narrative:
Clinical evaluation performed by medical affairs director. Femoral component revision surgery in a (B)(6) year patient. In the radiographic images provided, regions of osteolysis and bone alterations are visible. No information on the time of primary surgery, patient general health or comorbidities is available. On the basis of available information, no final conclusion can be drawn. Batch review performed on 22 february 2019: lot 182814: (B)(4) items manufactured and released on 28 june 2018. Expiration date: 2023-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to stem loosening. Date of primary surgery and details about the ball head are unknown.